Event description:
It has been reported by an end user that the joystick on an m51p power chair goes crazy, in circles, and moves unintended. The end user states that the chair just stops, leaves her stranded, and has thrown her out of the chair into the street. She hurt her knee, but did not seek medical attention. These issue have been on going for about a year.